Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was taken to hospital in an ambulance and admitted to the intensive care unit while wearing the pod. It was reported that the patient did not believe that insulin was being delivered. The patient stopped using the pod for an indeterminate amount of time and has now resumed treatment with the pod. No further information regarding this incident is available.